Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not able to start up. Upon troubleshooting, fse found that single phase ups was defective. To resolve this issue, fse reloaded the system software on suite pc and restore backup. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.